Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon fired the instrument the clip didn't close parallel but have been intersected. The pt is fine. Another device was used to complete the procedure. There were no adverse consequences to the pt.